Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor will not complete detect and treat testing due to a defective u407 bluetooth chip on the computer/analog board. The automated pulse test utility failed to download due to the defective u407, which halted the utility and prevented the monitor form attempting to fire any pulses. The root cause for the defective u407 could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.